Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
Manufacturer representative reports the explant of a pump that had been implanted for 2 months duration due to infection. Upon explanting the pump, the hcp noted a low battery alarm was sounding. The organism responsible for the infection is unknown at this time. Patient was on an unknown drug (30.0 mg/ml) at a dose of 24.999 mg/day. No patient symptoms or outcomes were reported. Additional information has been requested from the hcp, but was not available at the time of this report.